Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Visual analysis identified a fiber body break between the input connector and the control. The fiber was tested with the hene laser and found that most of the output came from the location of the fracture, thus confirming the reported observation. It is probable that manipulation during insertion of the fiber into the scope contributed to the fiber body break. According to the device instructions for use (IFU), caution: do not bend the fiber at sharp angles. Damage may occur to the fiber. Based on the information available and analysis results, the interaction between the user and device caused or contributed to the observed fiber body beak.

Event description:
It was reported that shortly after the laser was turned on for photoselective vaporization of the prostate, the fiber cord had a red glow at about the midway point. The laser was put on standby and the fiber was exchanged for a new one. There were no patient complications. Analysis of the retuned device identified a fiber body break.

Event description:
It was reported that shortly after the laser was turned on for photoselective vaporization of the prostate, the fiber cord had a red glow at about the midway point. The laser was put on standby and the fiber was exchanged for a new one. There were no patient complications.